Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient feeling stimulation in the wrong location and strong stimulation is unknown. The rep stated that they met with the patient and preprogrammed them to provide full coverage of their low back and right leg pain areas. They indicated that this resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for chronic low back pain and spinal pain. The patient reported that they fell on cement around a month ago. Since then, the patient noticed they are not feeling stimulation where they used to. The patient indicated that the issue has been getting worse. They met with their physician and a manufacturing representative (rep) to have their device checked, and it was noted that the device was okay. The patient stated that during the appointment, the rep adjusted the patient from group a to d, because group a was ¿using 75% of the battery.¿ they indicated that during their initial programming they were standing, but when the rep reprogrammed them at the appointment, they were sitting. It was mentioned that group d doesn¿t show anything, and they don¿t know if they messed up the numbers. The patient stated that they have bad eyesight/cataracts, but that was prior to being implanted. The patient stated that group d was ¿never really in¿ so they changed back to group a, but it¿s not right. They mentioned that they feel stimulation from their knees down, but they are supposed to be feeling stimulation from the middle of their back to their right butt area down to their right leg. The patient noticed that the stimulation was so strong. They stated that they have been in pain for about a week. The patient was re-directed to their healthcare provider. No further complications were reported or anticipated.